Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified. The root cause of the issue could not definitively be determined, as no deformation of the device was observed that might result in the retention of foreign material and it is unknown if the facility reprocessing was implemented in accordance with the device IFU. The event can be detected by following the instructions for use sections below: ¿evis exera ii olympus gif type h180 operation manual chapter 3 preparation and inspection¿. ¿evis exera ii olympus gif type h180 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had air water flow issue (channel obstruction). Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found - water supply volume does not meet the standard value. Nozzle clogged with foreign material. Due to deformation of nozzle, water supply volume does not meet the standard value. Bending section rubber adhesive was cracked, deteriorated and separated on the thread-wound sections objective and light guide lens discoloured and had cracks, chips, scratches, or stain fail. Adhesive around objective lens has discoloration. Adhesive around light guide lens has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.